Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. Sensor scan results of 238 mg/dl and 346 mg/dl were compared to blood glucose readings of 149 mg/dl and 189 mg/dl, respectively from a competitor brand meter. Furthermore, the caregiver reported that the customer experienced symptoms of hypoglycemia, including tremor and trembling. The mother of the customer administered unspecified sweets for treatment. There was no report of further treatment or intervention. It is noted that none of the readings reported are indicative of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. Sensor scan results of 238 mg/dl and 346 mg/dl were compared to blood glucose readings of 149 mg/dl and 189 mg/dl, respectively from a competitor brand meter. Furthermore, the caregiver reported that the customer experienced symptoms of hypoglycemia, including tremor and trembling. The mother of the customer administered unspecified sweets for treatment. There was no report of further treatment or intervention. It is noted that none of the readings reported are indicative of hypoglycemia. There was no report of death or permanent impairment associated with this event.